Event description:
Customer reported that after using the CT lucia 602 iol for yamane fixation, a patient ended up with the "rotisserie" torquing [lens angulation] in the post op period despite excellent centration at the end of the case. The lens was explanted on (B)(6) 2025.

Manufacturer narrative:
The device serial number was not provided, and the device is not being sent back. Thus, a proper device analysis could not be completed, and no device failure related to the reported event can be confirmed. Based on the information provided and our experience with the lucia product, the following factors may have caused or contributed to the reported issue of a defective haptic: off label use with yamane technique.